Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A nonhealth care professional reported that during the intraocular lens (iol) implantation surgery, the haptic was broken.

Event description:
Additional information was received stating that the sample was discarded.

Manufacturer narrative:
Additional information was provided in b.5., h.6. The manufacturer internal reference number is: (B)(4).